Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that the needle did not deliver medication with a bd pn 31g 8mm 5b 105bx de. The following information was provided by the initial reporter, translated from (B)(6) to english: needle clog.

Event description:
It was reported that during use it was discovered that the needle did not deliver medication with a bd pn 31g 8mm 5b 105bx de. The following information was provided by the initial reporter, translated from german to english: needle clog.

Manufacturer narrative:
Investigation: forty sealed and one open pen needle samples were from lot. No. 8318607, cat. No. 320524 and one sealed sample was returned from lot. No. 8185560, cat. No. 320524. Visual examination was carried out on the opened sample from lot. No. 8318607 and a bent non patient end of cannula was observed. A clog test was carried out on the forty sealed samples from lot. No. 8318607 and the one sealed sample from lot. No. 8185560 as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. No manufacturing related issues were observed on the returned samples therefore no root cause can be identified.